Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-08634. It was reported that in-stent restenosis occurred. A bsc stent in the right coronary artery (rca)was found having in-stent restenosis. A 3.5x15mm maverick balloon catheter was advanced for dilation. However, when the balloon was inflated at high pressure for at least 2 times, the tip of the balloon burst. The tip of the balloon came loose from the catheter and went distal into the vessel. The tip was attempted to be retrieved from the distal posterolateral (pl) branch and the balloon tip was grabbed and brought into the proximal portion of the rca where the stent was placed. The detached balloon material was pinned to the wall and was trapped behind a stent and the procedure was completed. No further patient complications were reported and the patient's status was good.